Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It is reported leakage. Event description: the following was reported via medwatch: using new chemo adapters. The small blue knob was taken off the attachment. This is not supposed to drip apparently, and it did. Also, the blue device that is supposed to close over the attachment has a weak clamp and I went through 3 before one actually closed. Additional information received on 7/30/2025 for report (B)(4) to add two additional devices and to update procode to onb. Reference reports: (B)(4), and (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.